Event description:
It was reported that customer received a minimum fill notification while attempting to load insulin cartridge onto pump, and issue persisted even after reloading same cartridge and then loading new cartridge. There was no adverse impact to the customer's blood glucose level. Customer cleaned pneumatic tap area on pump with alcohol wipe or lint-free cloth and followed guidance from technical support to properly fill and load new cartridge, but issue was not resolved and case was escalated for additional assistance, with no further outcome information available.